Event description:
A malfunction was reported with a tandem pump, identified as malfunction 199, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was informed that they could continue to use the pump and to call back if the malfunction recurred, which the caller acknowledged.